Event description:
It was reported that during an unknown procedure that the clips would not advance. The instrument blocked at the 1st clip release. Another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physician condition. The instrument was cycled and the anti-backup was noted to be non-functional and formed 5 pear shaped clips due to the anti-backup condition. However, the instrument was cycled, fed, and formed the remaining clips properly. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.